Event description:
It was reported via an operative report for a revision procedure, that a male patient, initial left knee implanted on an unknown date, was revised on (B)(6) 2023. The patient presented with significant periprosthetic osteolysis of his left knee arthroplasty with associated pain refractory to comprehensive nonoperative management in the setting of a recalled total knee device. Clinical diagnosis and treatment options were reviewed with the patient. Operative and nonoperative treatment options were reviewed in extensive detail. The patient agreed, and wished to proceed with the revision procedure. A synovectomy was performed. On inspection, the femoral component did not appear grossly loose, but were easily explanted with gentle dis-impaction using a round impactor. Notably, there was complete de-bonding of the femoral component with minimal evidence of an implant-cement interface. Upon removal of the cement, there were small contained osteolytic defects involving the bilateral femoral condyles. Attention was turned to the tibial component, which remained well-fixed. Next, the patellar button was inspected and determined to be loose. The knee was reconstructed with a competitor¿s devices. The patient emerged from anesthesia and was transferred to the pacu in stable condition. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, patellar loosening, or due to inclusion of the polyethylene in the packaging recall. The reported femoral debonding may be due to failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and full product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.